Manufacturer narrative:
Compromised force sensor system alarm noted during basic occlusion testing due to loose/protruded drive support disk. Broken reservoir tube lip noted. The insulin pump had battery tube threads cracked, minor scratched lcd window and cracked reservoir tube.(B)(4)

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a set change. Customer's blood glucose was 300 mg/dl. Troubleshooting found insulin was squirting out of the insulin pump. It was also found the customer was unable to clear the alarm because the insulin pump was stuck in a rewind loop. The customer also reported pieces missing from the reservoir housing. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.